Event description:
It was reported that patient underwent total hip arthroplasty (B)(6), 2009. Revision procedure was performed (B)(6), 2011 due to squeaking, fluid collection, elevated ions, and metal debris. Upon removal of the modular head component, it was discovered that the component was a size 48mm, and should have been a 50mm.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. The user facility was notified of the event on (B)(4), 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.